Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Medical device problem code: add 2885.

Event description:
It was reported that the pump battery was intermittently depleting quickly leading to the pump shutting down. There was no reported impact to blood glucose due to this issue. Troubleshooting with tandem technical support indicated that the pump battery was depleting as expected based on customer usage. However, the customer maintained that there was an issue. The customer continued to use the pump for insulin therapy.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 511 mg/dl, high ketones, nausea and a migraine. Elevated blood glucose was addressed with a correction injection via manual injection and continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.